Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported cause was not determined. Patient is scheduled to see their hcp next week. Issue not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The ins would be replaced the week of (B)(6) 2019 and they would be returning the ins. However, additional information was received from the rep indicating that the hospital was still holding the implant. The rep indicated that they became aware of the replacement surgery when it was scheduled which was typically about a week prior to the replacement surgery. The rep did not recall the exact dates that they were notified. Additional information was received from the rep on (B)(6) 2019 indicating that the battery was replaced on (B)(6) 2019. The hospital had to keep to run through its pathology protocol so the rep asked to be notified when they could pick it up to be returned for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was a burning sensation in pocket. Patient saw their hcp yesterday due to the burning in pocket when stimulation was on. Hcp performed x-ray imaging yesterday for lead placement and ins location with no notable observances. The rep was with the patient and indicated all impedances were normal. Patient first felt burning pocket about 5 weeks ago and then turned off stim about 3 weeks ago and issue resolved. Today, the rep reduced amplitude from 3v to 1v and turn stim on; patient felt burning sensation, the rep reduced to .5v and patient could still feel stim but more tolerable. Patient confirmed that burning was worsening. This appears to be a loose connection with fluid short after ruling out pocket trauma. No falls or other issues reported. Patient reported they first felt sensation when sitting down. Symptoms were gradual. No further complications were reported/anticipated.